Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As indicated in the clinical study for (B)(6), during secondary intervention 455 days post procedure; device stenosis noted in left iliac limb. This (B)(6) male presented at the time of enrollment with a 50.4 mm aortic aneurysm. The proximal neck had a parallel shape with partial plaque/thrombus. The iliac arteries had mild tortuosity, mild occlusive disease and mild calcification bilaterally. On (B)(6) 2015, under general anesthesia, the patient received a cook 30 mm x 98 mm main body graft (zalb-30-98-cl), a 20 mm x 74 mm contralateral (right) iliac leg (zsle-20-74-zt), and an 16 mm x 74 mm ipsilateral (left) iliac leg (zsle-16-74-zt). The devices were deployed without difficulty. A molding balloon was used without complications or difficulties. No ancillary components were placed and no additional procedures were performed. There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no kinks. A type ii lumbar endoleak was noted. The patient was discharged on (B)(6) 2015 and no adverse events were reported. Core lab analysis of the procedure angiogram noted a patent graft with no evidence of endoleak or kink. On (B)(6) 2015 CT scan and x-ray (one month follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. Core lab analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. On (B)(6) 2015 CT scan (six month follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. Core lab analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. On (B)(6) 2016 CT scan (twelvemonth follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation or stenosis. Core lab analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, or component separation. Core lab noted "moderate stenosis present within the lt iliac graft." On (B)(6) 2016 (455 days post procedure), the patient underwent a secondary intervention to treat the stenosis of the left iliac limb. Treatment included percutaneous placement of an iliac leg extension and ballooning with a 14 x 4 balloon. After the intervention, the site noted excellent flow with some "mild residual stenosis in the area of the origin of the left common iliac artery."

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describe the indications for use, contraindications, warnings, precautions, and correct deployment procedure. The IFU states "adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing(less than approximately 20mm ID in the aorta or 7 to 8 mm ID in the iliac) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). At twelve month follow up, core lab analysis results noted moderate stenosis present within the left iliac graft. Occlusion can occur for various reasons including genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, narrow inner iliac lumen, vessel damage, and rough surfaces. This patient had past medical history significant for hypertension, was an active smoker and had bilateral mild tortuosity, occlusive disease and calcification; all of which increased the risk for hypercoagulable state and thromboembolic events. Based on the information provided and results of the investigation, the most likely root cause of the reported event may be related to the patient's pre-existing conditions. However, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported by the clinical study that one year and three months post endovascular aneurysm repair (evar) this patient underwent secondary intervention for treatment of stenosis of the left iliac limb. The patient had a left iliac leg extension and 14x4 balloon placed. Post-procedure, the site reported excellent flow with some ¿mild residual stenosis in the area of the origin of the left common iliac artery.¿ no other adverse events related to the device have been reported.